Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during bowel resection, side to side anastomosis in an open ventral repair, mesh was removed due to infection and bowel was entrapped. The device was not able to fire. The knife blade did not advance and no staples formed. Surgeon used another device to resolve the issue. No patient injury.